Event description:
The customer reported via phone call that she had issues with low and high blood glucose levels. Her blood glucose dropped to around 60 mg/dl and rose to around 500 mg/dl. The customer had a kinked infusion set and an obstruction in another tubing. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.